Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date the patient was hospitalized for the event. On an unreported date, the patient received treatment with an unspecified drug (dose, frequency, duration and route of administration not reported) for the event of peritonitis. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.